Event description:
The pump was returned for investigation. Investigation revealed that the up arrow button was found to be misaligned. This report is made based on results of investigation completed on (B)(4) 2012.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on (B)(4) 2012, with the following findings: evaluation revealed that the ok keypad symbol was worn but the rubber keypad was intact. Evaluation revealed that the buttons responded appropriately. There was no evidence of contamination found under the buttons. The up arrow key was found to be misaligned. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(6).

Manufacturer narrative:
Follow-up # 1 [date of submission (B)(4) 2013]-device evaluation: the pump has been returned and was evaluated by product analysis on (B)(4) 2012 with the following findings: the vibration function was not working. The vibration motor pins were found to be misaligned.